Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: treatment of restenosis. Device issue: none. It was reported that the procedure was to treat restenosis of two 3.5 x 12 rx vision stents, which were implanted in 2006, in the proximal lad. An ivus confirmed that the stents had been fully expanded, but plaque by neo-intimal proliferation had filled the stents. A flexi-cut was used to debulk the circumferences, then two other company's stents were implanted across the cx ostium. Dilatation was then performed with a 3.5 x 20 voyager and another company's balloon, which completed the procedure. No additional patient or event information is available.

Manufacturer narrative:
During processing of this complaint, product performance group attempted to obtain complete event information, including patient information and patient status from the hospital, field contact or distributor. Results and conclusion summation - product performance engineering reviewed the incident information and states that restenosis, as listed in the instructions for use, is a known adverse event associated with coronary stenting and not an indication of a stent delivery system quality problem. The second multi-link rx vision coronary stent system, part #1007843-12j, lot# unk is indicated in b5 and in d11, and is being filed under the same manufacturer report number.